Event description:
It was reported that a file separated in the canal during a procedure. The canal was filled with the separted piece in lace.

Manufacturer narrative:
In this incidne there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgioal intervention exists (though inadvisable per expert opinion provided by dr. Jame gurmann) to preclude injury or illness that would mecessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by reportable per 21cfr part 803. The device was not returned for evaluation and the lot numbe is not know for retained - product tenting and/or DHR review.